Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump's screen was frozen when they attempted to bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure from sweat to the insulin pump. It was also found a tiny crack was present from the lcd screen to the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.